Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.

Event description:
The implant failed due to infection. The implant was placed at #11 and removed after 3 months. Tobacco use.